Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to recurrent urinary tract infections, obstructive voiding symptoms following sling urethropexy, and stress incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that patient underwent sparc sling system implant on (B)(6) 2013. It was also reported that patient underwent davinci operative laparoscopy with resection of adhesions from the anterior abdominal wall down to the ovaries bilaterally, placement of floseal on (B)(6) 2013 due to severe pelvic pain, prior hysterectomy with both ovaries in place, and dyspareunia. It was further reported that patient underwent laparoscopic surgery with da vinci assistance with bso, extensive lysis of adhesions of omentum, bowel, and bilateral ovaries, dissection of the ureters around the ureteral stent, and intraoperative placement of ureteral stents on (B)(6) 2014 due to severe abdominal pain, severe bowel adhesions, prior hysterectomy, and severe pelvic pain with known bilateral dense adnexal adhesions. No additional information has been provided.